Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2020 as no specific event ate was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a 20mm hot axios stent was implanted and sutured to treat a pyloric stenosis during an esophagogastroduodenoscopy (egd) with stent placement and suturing procedure performed on (B)(6) 2019. Reportedly, the patient was supposed to have follow-up check up with the physician on (B)(6) 2020 but the patient did not show up. According to the complainant, on an unknown date post stent placement, the physician found that the stent migrated and tore a hole in the patient's terminal ilium and created a bowel obstruction. It is unknown if there are any interventions performed to address patient's complications; however, it was reported that the stent was removed from the patient. Reportedly, the patient's current condition is not good and the patient is now on hospice. Note: according to the complainant, the hot axios stent was implanted and sutured to treat a pyloric stenosis. Per the axios stent and electocautery- enhanced delivery system directions for use (dfu), the stent is used to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >70% fluid content or the biliary tract.